Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the three cubies were failed. A field service engineer (fse) identified the failure to correctly shown the location for two out of three pockets but incorrectly described the second pocket as being in space d¿254. The pharmacy attempted to recover the pockets, and one pocket was ejected with medication still inside. The drawer was then recovered; however, the pharmacy was unaware of where the new pockets were stored to reload the medication into the device. The fse was unable to run diagnostics or log into the device, as single sign-on did not work at this hospital. Lead engineers were notified of the issue, though the root cause remained unclear. After monitoring the device for over a week with no further issues reported, the device continued to function normally, and the ticket was closed. The system functioned as intended after the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had three cubies that failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had three cubies that failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.